Manufacturer narrative:
This device has not been returned, therefore, technical analysis cannot be conducted. Without a returned device, it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that during the implant procedure, the helix on this right ventricular (rv) lead was difficult to extend/retract. After the lead was positioned, testing on the programmer found the impedance measurement was too high. A fracture was suspected and this lead was removed from the patient and a non-boston scientific lead was implanted instead. No adverse patient effects were reported. The attempted lead was considered contaminated and was not available to be returned for analysis.